Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. D faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.